Event description:
The device was used during a thoraco lung partial resection. Reportedly, the pt did not wake up easily so the surgeon confirmed laparoscopically bleeding in the abdomen. A re-operation was performed for staples that did not form properly.